Manufacturer narrative:
The device was received for evaluation. During functional testing, the device did not stay powered on. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be a failed rear case. During evaluation, the device had low/distorted audio. The cause was identified to be a loose speaker. The rear case requires replacement to address both issues. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump did not stay powered on. This occurred during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.